Manufacturer narrative:
Additional information to b5, b7 and h10. B5: upon follow up, it was reported that the patient was discharged from being hospitalized and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to the "patient is bedridden". One day after event onset, the patient was hospitalized and was treated with vancomycin injection (1gm first dose followed by 500mg per bag, intraperitoneal, discontinued, frequency not reported) and amikacin injection (500mg first dose followed by 100mg per bag, daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was also treated with meropenem injection (500mg, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.